Event description:
It was reported that approximately six weeks post implant of the cardiac monitor, it was found that the device had the incorrect dated programmed at implant and no carealerts were programmed on, so a pause episode was not alerted to the clinic and the clinician found it today when they went into the remote transmission. The cardiac monitor was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).